Event description:
Customer reported, the system is intermittently displaying a motion error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the servo boards. No pt injury was reported.